Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections g2 (report source) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. Investigation was performed on retain samples and no issues were observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient was injected insulin on oct 18th when the nurse was injecting insulin with the injection pen, the nurse found that the cannula was clogged. Suspecting that the needle was reused, the nurse immediately replaced the needle with a new one and explained the situation to the patient. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 329487. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.